Manufacturer narrative:
Awaiting product return to conduct quality evaluation .

Event description:
Consumer reports having accuracy issues with his bd logic analysis run on clark error grid using mean avg reading (68) as ref point vs bd readings (30, 105) yielded data points in the d range of the grid, outside of acceptable limits.